Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Vessel dissection, distal to stent was reported. Promus element plus 2.75x28mm stent was used to treat a mildly calcified and moderately tortuous proximal left anterior descending artery (lad) in the patient. Pre-dilation was reported to be performed before stent deployment. Post deployment, distal to the stent edge dissection was observed. An other promus premier 2.5x24mm stent was used to treat this dissection. Procedure was completed and patient is reported to be stable and doing well.